Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th distal stent segments with struts raised and stretched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one endeavor resolute rx coronary des to treat a lesion in the mid lad with 100% cto. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. After pre-dilatation, a first stent deployed at distal mid lad. It was intended to then deploy the endeavor resolute in mid-proximal lad overlapping. The device did not pass through a previously deployed stent. Resistance was noted while advancing the device. Excessive force was not used. It was reported that the stent failed to cross the lesion. When the stent was pulled out, damage was found in the stent strut. The procedure was completed using a non medtronic stent. No patient injury was reported.